Event description:
"Had the 1st ever major complication with 25g procore - ongoing bile leak from liver requiring surgery..." Pt has presumed pancreatic cancer. Dr tried to biopsy liver lesion. Dr lost sight of needle, overshot lesion and punctured liver. The pt suffered extreme upper quadrant pain after procedure. Pt required surgery, only needed minor surgery to cauterize small bile leak. No part of the device remained inside the pt. Pt is doing well.

Manufacturer narrative:
The actual lot number of the echo device involved in this complaint was not provided. As a confirmed lot number was not provided, it is not possible to establish if there were any devices from the affected lot number in stock at the time of the complaint investigation. The device related to this complaint was not available to be returned for eval. The complaint info stated that user of the device had the following issue "had 1st ever major complication with 25g procore - ongoing bile leak from liver requiring surgery..."pt has presumed pancreatic cancer. Dr tried to biopsy liver lesion. Dr lost sight of needle, overshot lesion and punctured liver. Pt required surgery." As the device involved in this complaint is unavailable for return, the root cause of this complaint cannot be conclusively determined. The following reply to questions has been rec'd: "pt doing well. Only needed minor surgery to cauterize small bile leak. Can you please request more details as to how or what the reason was for the doctor losing sight of the needle?: not known. Liver puncture was second or third pass. Needle may have been bent." Prior to distribution, all echo devices are subjected to functional checks and visual inspection to ensure integrity of the product. The mfg records for this echo device could not be reviewed as the lot number was not provided. The instructions for use, advises the user to "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". The instructions for use, advises the user to "visually inspect with particular attention to kinks, bends and breaks. If an abnormally is detected that would prohibit proper working condition, do not use". The instructions for use, precaution section advises the user to "ensure the stylet is fully inserted when advancing the needle into the biopsy site. It has been confirmed that the stylet was in place at the time when the needle was advanced into the biopsy site. From the info provided, the pt is doing well. Only minor surgery was required. The liver puncture occurred during the second or third pass. A two yr review of the complaints history revealed no other complaints related to "dr lost sight needle" for this rpn. This therefore represents an isolated occurrence for this rpn over this time frame. Complaints of this nature will continue to be monitored for potential emerging trends. No corrective action is warranted at this time.